Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. During post deployment measurements of the closure device, a clot was suspected to be seen in the left atrium possibly attached to the limbus. At this point, the procedure was aborted and the closure device was fully recaptured and removed from the patient. Once all devices were removed, the suspected clot disappeared, therefore he clot could not be confirmed. No treatment or interventions were performed. No neurological impact to the patient was noted. The activated clotting time (act) at the time of the procedure was 376sec and the patient had not been fully heparinized so the case was aborted. The patient is doing well and was discharged home.